Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient acquired an infection and experienced a dural puncture. The patient was hospitalized, given antibiotics, and the device was removed. The patient is recovering and there have been no reports of further complications regarding this event.